Manufacturer narrative:
The insulin pump was received with corroded electronic assembly noted during our visual inspection. However, the insulin pump passed functional testing including self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No blank display or display anomaly noted. The insulin pump functioned properly. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture due to being splashed with water while on a boat. It was reported that after battery change, insulin pump began to count down and display screen went blank. Customer's blood glucose was 10.5 mmol/l. Insulin pump would be replaced.